Event description:
During arthroscopic insertion of the bone anchor, the driver shaft failed. Physician successfully removed driver shaft and anchor. Procedure was converted to an open rotator cuff repair and successfully completed utilizing back-up anchors.